Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding a patient implanted for spinal pain and failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator (ins) was explanted due to infection at the pocket site. It was noted that the patient had a tiny hole in their back where the suture was. The patient¿s leads were left implanted for future battery implant after the infection clears. No further complications were reported or anticipated.